Event description:
It was reported that during testing conducted at the manufacturer facility the angle nut is missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a dissassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that during testing conducted at the manufacturer facility the angle nut is missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.